Event description:
It was reported by our distribution that lot k0d445e was checked in there warehouse. We had 5 devices. As a result, 4 packages had set screws and 1 did not have a set screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿no setscrew ") was confirmed. Review of the DHR revealed no discrepancies. The sealed seam and original packaging are still intact. Thus, the deviation of missing set screw must have occurred during the packaging process at stryker kiel, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. The missing set screw has to be classified as a non-conformance. A ncr was initiated

Event description:
It was reported by our distribution that lot k0d445e was checked in there warehouse. We had 5 devices. As a result, 4 packages had set screws and 1 did not have a set screw.